Manufacturer narrative:
This report is submitted on april 19, 2021.

Event description:
Per the clinic, the patient experienced poor performance and open electrodes with the device. The device was explanted on (B)(6) 2021, and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
Device analysis indicates a device failure (dar is attached). This report is submitted on 01 jun 2021.